Event description:
It was reported that during a coronary stent procedure, the physician experienced difficulty crossing the lesion. The physician pulled back to remove the system and the stent dislodged in the aorta. The pt was sent to surgery and the stent was successfully removed. The pt status is listed as "okay".